Event description:
It was reported that a male patient had an intra-aortic balloon (iab) inserted in the cath lab. The iab was inserted via the left femoral artery. It is noted that the patient had severely calcified tortuous vessels. Soon after the pump started, blood was noted in the driveline tubing. The iab was removed and a new one was inserted successfully. There was no patient death, injuries or complications noted. It was noted that no medical/surgical intervention was required. It is unknown if there was a delay in therapy. The patients outcome was good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.